Manufacturer narrative:
The explanted devices will not be returned to bsn for eval, as they were discarded by the medical facility.

Event description:
A report was received that the pt's precision system was explanted due to pocket site sensitivity, as the pt had fallen on the area multiple times. The ipg was functioning properly, and a revision was suggested by the bsn sales rep, however, the pt elected to be explanted.